Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the display screen keeps going blank even after battery cap change. The customer was filling the tubing and the screen went blank. Troubleshooting was performed and the insulin pump will return. Customer's blood glucose was unknown.

Manufacturer narrative:
Findings: insulin pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.